Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Please also see complaint (B)(4) for the second event mentioned in the complaint. Device not available.

Event description:
Second valve still implanted. Surgeon reported that two chpvs which were recently implanted into patients were no longer programmable. Hospital asked codman to take back the chpvs which are in stock at the hospital for testing. Also see complaint (B)(4) as there was mention of two events involving two patients. Dear all, (B)(4). The hospital asked us to take back all the chpvs they have currently in stock ((B)(4) chpvs in total) and test them. According to the surgeon they realized during the past weeks that two valves which were recently implanted were no longer programmable and they have concern whether the devices which they have in stock are functioning properly. The two chpvs the hospital was referring to (i.e. No longer programmable) are still implanted and there are no plans so far to explant them because both patients are ok. I have informed our sales rep today that he has to issue two new complaints for each chpv with the encountered programming problem even though they are still implanted. (B)(6) 2015; dear all, the sales rep is trying to get the further information from the hospital on the two cases and will issue complaint reports as soon as soon as possible. According to the information we have at the moment the two valves in question are not programmable but operate adequately, i.e. Both valves are acting as non-programmable valves. Since there is no risk for the patients at the moment the surgeon decided not to explant the valves.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. No root cause could be determined as no sample was returned for evaluation. Review of the history device records was not possible as the lot number is unknown. Device not available.